Event description:
It was reported that a 63-year-old hispanic female who underwent a breast augmentation revision with a mentor memorygel xtra, 330cc silicone breast prosthesis experienced left-sided capsular contracture unknown grade post procedure. The issue was diagnosed through office examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 26, 2023 indicated that the patients replacement device is as follow; CT: smhx-330, sn: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 23 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod high xtra, 330cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on april 20, 2023 indicated that the patient scheduled for (B)(6) 2023. Reason for device explant and/or reoperation: capsular contracture unknown grade manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Additional information received on may 5, 2023 indicated that the capsular contracture grade was iii. The primary visit diagnosis indicated bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 16, 2023 indicated that the patient underwent left sided capsulectomy, and lower pole extensive capsulotomy, and placement of mentor mhx 3430cc implant to the left. The ultrasounds and mammogram examination of the left side was normal. Manufacturer¿s reference number: (B)(4).